Manufacturer narrative:
The concomitant products: ismus: model# d-1171-27-s, lot # unknown. Catheter connection cable - 39e-68r, model# 39e-68r, lot # unknown. Webster cs with auto ID: model# d-1353-03-s, lot # unknown. (B)(4).

Event description:
The procedure was a right atrial flutter ablation with rf delivery on the isthmus line with an 8mm nav catheter. During the ablation sessions, a strong noise was registered on the ablation catheter and intermittently in some channels of the connected diagnostic catheters. The left atrium was never accessed. The 8mm catheter was delivering rf, in the right atrium. All catheters were easily removed from the patient at the end of the procedure. The procedure was not successfully completed due to the difficult anatomy of the patient and possibly due to the challenges in properly read the noisy signal during ablation. The generator was in temperature control mode and at 60ºc and 70w. At a certain moment, the temperature was increasing too quickly, the ablation catheter was removed from the patient, charring was detected making this event reportable; the catheter was cleaned and re-inserted in the patient. The charring seemed not to have any correlation with the noise. There was no impedance rise correlated to the events. There was no catheter irrigation before or after the event as it was an 8mm catheter. There is no information concerning how long the ablation was delivered at the same site. Trouble shooting was performed. The cables connecting to the catheters were replaced and connections were checked. The cable 39e68r was also replaced. Additional information was requested on case completion, but no response has been received.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)